Event description:
After nearly 13 years of successful use, this patient's cochlear implant suddenly stopped functioning. Serval external components were switched, but this did not restore hearing. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to MFR's specifications. The pt has not yet made plans explanted and reimplanted with a new device.